Event description:
General report received of an unspecified number of undocumented incidents of holes in the tubing sets; subsequently, blood loss was noted. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, blood was noted on the patients' sheets. At this time, holes were noted at unspecified locations in the tubing sets. Unspecified amounts of blood loss was noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received.